Manufacturer narrative:
The device has not yet been rec'd for evaluation. Should the pump be rec'd for evaluation, a follow-up report will be filed upon completion of the evaluation, or if additional info becomes available.

Event description:
The facility representative reported unintended shutdown during pt use. The hospital representative stated that there were no reports of injury or medical intervention. No additional info is available.